Event description:
It was reported that the patient's blood glucose level rose to 17.8 mmol/l (320 mg/dl) with ketone levels 0.4 mmol/l while wearing the pod between 5 and 24 hours. The patient reported the cannula was deployed late, indicating a needle mechanism failure. The patient is unsure if the pod cannula was properly inserted into the infusion site (abdomen). Insulin leakage was also observed. As treatment, a new pod was applied. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms, and confirming that the device deployed the cannula correctly.